Event description:
Customer reported pump screen was dark and unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the pump was out of date and arranged to replace it, advising customer to use multiple daily injections as a backup therapy. Customer was instructed on how to properly return the old pump and set up the replacement, which included programming settings and connecting the continuous glucose monitor.